Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing with multiple supplies. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the event. Customer's blood glucose was 400 mg/dl. Reportedly, the customer was using apidra insulin within cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.